Manufacturer narrative:
Additional information: d4, g3, h2, h3, h4, h6, h11 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported noise and subsequent could not be conclusively determined.

Event description:
During a premature ventricular contraction ablation, there was noise resulting in cancellation of the procedure. Once the tactiflex catheter was plugged into the tactisys unit ECG lead noise was noticed making interpretation impossible. Once the tactiflex catheter unplugged from the tactisys unit the noise disappeared. In an attempt to remove the ECG noise, all dots were replaced, and the leads were untangled. The cool point pump, tactisys unit and ampere generator were all grounded. The tactisys unit was then replaced, and a new tactisys to ampere cable was used, however the noise remained. The catheter was also replaced with another tactiflex catheter which still did not resolve the issue. Ablation was attempted briefly, but the case was abandoned due to the ECG lead noise with no adverse patient consequences.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.